Manufacturer narrative:
Analysis of the returned device identified: weight to the spec and creases fold. A visual and microscopic analysis was performed which identified striated opening on posterior and striated punctured on posterior. Base on the device analysis the final assessment is: a striated opening on posterior due to surgical damage consist in the use of some surgical tool. A striated punctured on posterior due to surgical damage like consist in the use of some surgical tool.

Event description:
Health professional reported left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Health professional reported left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side capsular contracture, baker grade IV. Device has been explanted.